Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed brown foreign matter with unknown liquid in the syringe barrel. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. The ftir results shows that the foreign matter spectrum matches reasonably with a mixture of protein and an unknown material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The manufacturing process was reviewed. The team inspected the production line, and no abnormality was observed during the production run. The probable root cause could be material handling or transportation. Communication will be issued to all production associate to raise awareness on the observed defect.

Event description:
On the plunger.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 23x1 rb had foreign matter. Foreign body in the syringe - on the plunger.